Manufacturer narrative:
The product was returned in a broken condition. We confirmed that the product had broken at the inner shaft section, approximately 4.5 mm from the tip, and the balloon section, approximately 21 mm from the tip, and that the inner shaft had been stretched. By joining the tip-side and handle-side fragments, we confirmed that the balloon length was approximately 38 mm. Probable cause(s) and our comment: we have determined that this was an incident caused by improper use, in which the balloon became caught on the sheath or other components during removal, and pulling it toward the operator's hand while in that state resulted in the rupture of the inner shaft and the balloon.

Event description:
Shiranui ex is an over-the-wire type semi-compliant pta balloon catheter compatible with 0.018 inch guidewire. Shiranui ex has no approval in USA, however, we intend to report this case as it is similar device as " crosstella otw" (otw type pta balloon dilatation catheter, 0.018" guidewire compatible) approved in us under 510(k)# k160004. After deflation, the tip broke off while the device was being removed from the affected area, leaving a fragment inside the body. A surgical incision was made, and the device was retrieved under direct visualization.